Event description:
Coronary balloon burst during inflation in left anterior descending. Ruptured balloon removed intact. No malice to patient. Cath report: "there is failure of the balloon with rupture of the balloon, however, no vascular injury with post-dilation."